Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, health care professional (hcp), and manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient was charging too often. The patient charged their implantable neurostimulator (ins) to full capacity and 2 days later they lost a bar. The patient stated that normally they would lose a bar after a month. The patient stated that they could go 2 months without charging before. This started on (B)(6) 2017. Information received from a health care professional (hcp) on 2017-02-02 indicated that they were trying to reach out to a manufacturer representative. Additional information from a manufacturer representative on 2017-02-03 indicated that they would contact the health care professional (hcp) or consumer regarding this issue.